Event description:
A report was received that the patient was having to frequently charge the ipg. A bsn representative analyzed the ipg database and confirmed premature battery depletion. Ipg replacement has been recommended by the physician.

Event description:
A report was received that the patient was having to frequently charge the ipg. A bsn representative analyzed the ipg database and confirmed premature battery depletion. Ipg replacement has been recommended by the physician.

Manufacturer narrative:
The returned ipg passed electrical, performance, photographic imaging and visual imaging tests performed. However, the complaint of difficulty charging was confirmed. The ipg's sleep current was found to be out of the expected range. The battery depletion rate with the stimulation off was higher than expected. The aic-u1 damage resulted in the rapid battery depletion rate of the ipg. Exposing the aic to high electromagnetic or high voltage transient environments can cause this type of failure. The root cause of the damage is unknown.

Event description:
A report was received that the patient was having to frequently charge the ipg. A bsn representative analyzed the ipg database and confirmed premature battery depletion. Ipg replacement has been recommended by the physician.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement and is reportedly doing well following the procedure.